Event description:
On (B) (6) 2009: patient reported a loss of therapeutic effect. Information indicates that the patient discussed the problem with both the company representative and her doctor, and had surgery in december 2009 to fix the problem. The "wires needed to be reconnected and the programmer repositioned."

Manufacturer narrative:
(B) (4).